Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation from the left ventricular (lv) lead. Reprogramming was performed. The lead remains in use. No further patient complications have been reported as a result of this event.